Event description:
Additional information received reported that there was a change in stimulation. It was noted that there was a suspected lead migration.

Event description:
It was reported the lead had migrated. Additional information reported the adverse event was increased pain and change in stimulation. It was noted the lead migration was suspected but not confirmed as the patient had reported a fall. Intervention involved replacing the lead. The event was noted as not due to programming. The event resolved without sequelae and was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Product ID: 3708160, serial# (B)(4), implanted: (B)(6)1999, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. (B)(4). Final analysis of both leads revealed no significant anomaly. The outer insulation was melted. Final analysis of both extensions revealed no significant anomaly. The extension body was cut through and the product was segmented. Final analysis of the first anchor revealed no significant anomaly. The anchor silicone was cut. The titanium insert of the anchor was observed to be inside the silicone sleeve and the whole titan anchor appears to be well seated on the ((B)(4)) lead. Final analysis of the second anchor revealed no anomaly found. The titanium insert of the anchor was observed to be inside the silicone sleeve and the whole titan anchor appears to be well seated on the ((B)(4)) lead.